Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed during patient therapy. 85-mls of busulfan was being infused at a rate of 160-mls/hr. The reported stated that the nurse programmed the rate as the medication was not in the medical drug library, and thought the pump was running at 160-mls/hr when leaving the room. When the nurse returned 30 minutes later the pump was found to be running at 500-mls/hr. The infusion was then stopped. It was also reported there was no patient injury.